Event description:
On two occasions the customer has had problems with the catheters slipping out of the hub without provocation. Pt outcome is unk as not provided by the reporter.

Manufacturer narrative:
(B)(4) no patient injuries reported or provided by reporter. (B)(4). Each device is inspected to ensure the fitting is secure. (B)(4). Appropriate design control activities have been completed. The root cause of the separations is unk. Unfortunately, no products were returned and lot numbers were not provided to assist in this investigation. It is possible that the catheters were exposed to forces above what would be expected under typical circumstances. Additionally, recent tensile testing of similar devices demonstrated that the catheters met all force at break requirements as specified in bs en 1617:1997. (B)(4). We will continue to monitor for similar complaints. Appropriate in-house personnel have been notified.